Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for several high and low o2 concentration alarms. Our field service engineer investigated the ventilator and solved the reported issue by replacing the o2 cell. Since no parts was returned for investigation, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator generated low o2 alarms . There was no patient harm. Manufacturer's ref.#: (B)(4).